Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of klebsiella oxytoca, 10-100 cfu of raoultella ornithinolytica, greater than 10 cfu of pseudomonas aeruginosa and greater than 10 cfu of enterobacter cloacae complex. The scope was retested 3 days later and was positive for 10-100 cfu of klebsiella pneumoniae, greater than 10 cfu of escherichia coli and greater than 10 cfu of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction: b5. Updates: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for 10-100 colony forming units (cfus) of klebsiella oxytoca, 10-100 cfu of raoultella ornithinolytica, less than 10 cfu of pseudomonas aeruginosa and less than 10 cfu of enterobacter cloacae complex. The scope was reprocessed and retested positive for 10-100 cfu of klebsiella pneumoniae, less than 10 cfu of escherichia coli and less than 10 cfu of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The customer provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: unknown. Bacterial identification: 10-100cfu_klebsiella oxytoca, <10cfu_pseudomonas aeruginosa, 10-100cfu_raoultella ornithinolytica, <10cfu_enterobacter cloacae complex sampling date: (B)(6) 2023. Sampling from: unknown. Bacterial identification: 10-100cfu_klebsiella oxytoca, <10cfu_escherichia coli, <10cfu_pseudomonas aeruginosa a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing but the reported event cannot be confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.